Event description:
It was reported through a scholarly journal that patient underwent a total hip arthroplasty in (B)(6) 2004. Subsequently, the patient was revised in (B)(6) 2007, due to subluxation and groin pain. The acetabular cup and modular head were removed and replaced.

Event description:
This complaint file addresses product sample 10 of 15 during a follow up call for a related complaint, the home patient (hp) reported a approximately half of the case of the cassettes (15) had to be discarded due to crushed tubing. The hp confirmed the external box of this product lot was not damaged. The hp stated he had been instructed that if the tubing had a 'v' shape, it could be worked out and product used. The hp stated in this particular lot, the 15 cassettes he disposed of all had 'u' shape damage and the tubing was unusable. The hp stated it was a variety of lines damaged; there was no trend in specific line. However, the hp stated all lines were crushed above the clamps. The hp stated it appeared the clamps caused the damage to the tubing by how the cassettes were packaged. The hp stated he has had no issue with his new lot of supplies and has seldom had issues with product in the past. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of damaged tubing. The report was not confirmed due to a lack of sample and the root cause was undetermined. A batch review was performed on the associated lot with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.